Event description:
A 26 mm diameter x 15 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an 6.0 cm adbominal aortic aneurysm. Vessel morphology at the time of implant is unknown, the patient vessels had disease progression resulting in dilatation of the aortic neck. It was reported approximately 36 months post stent graft implant the patient presented to the emergency room with severe back and adbominal pain. The CT demonstrated the stent graft had migrated 2 mm with a type 1 endoleak present and a rupture of the aneurysm. The emergency room physician elected to surgically convert the patient. However, the patients family was insistent that he contact the patients endovascular physician. When the endovascular physician arrived the patient was already prepped for surgery. The endovascular physician removed the stent graft from the patient andplaced a conventional stent graft. The patient was sent to the recovery room in stable condition, however the patient had a myocardial infraction and expired two hours post procedure. Post expiration of the patient. The physician requested the films for this patient from the radiologist. The films from the last follow-up had not been passed on to the physician. The CT demonstrated that the stent graft had migrated and there was a type 1 endoleak present.